Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is an inoperable upstream occlusion sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed 'upstream occlusion'. Patient stated there was no kink in the tubing between the pump and medication bag and all clamps are open. Patient was instructed to silence the alarm, remove batteries and replace them and to power the pump back on. Alarm returned after batteries were replaced. No patient injury reported.